Event description:
Received information from patient's mother indicating patient was hospitalized due to high bg's. Both mother and patient do not believe pump was related to patient's high bg's.

Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.